Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection had occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous transluminal coronary angioplasty was performed on a de novo lesion in the left anterior descending (lad) artery. The physician successfully placed and deployed a 2.75 x 38 promus element plus drug-eluting stent. Following stent deployment, an orthogonal view was taken, where a distal edge dissection was noted. Another promus element plus stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.